Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2015; atrial pin plug implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) exhibited pacer spikes after the qrs complex. The crt-d remains in use. No further patient complications have been reported as a result of this event.